Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Event description:
The us complainant reported 72-year old male patient on impella 5.5 support had ongoing low flows/suction issues. The patient had been on pup support for 2 days when the suction occurred. The pump still is on for support and there was no reported patient harm.

Manufacturer narrative:
The investigation for the low pump flow has been completed. No product was returned for a visual inspection. Data log analysis confirmed suction and low pump flow with no motor current spikes and a gradual decrease in placement signal. According to the clinical, on the fourth day of impella 5.5 support suction and low pump flow were recorded. The patient was intubated on va ECMO at the time of these alarms. No other clinical information was provided. The most likely cause of the low pump flow was the patient's condition. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.